Event description:
It was reported that during testing, the ventilator turned on and off by itself. It is unk if the ventilator alarmed when the reported problem occurred. The ventilator was not connected to a pt.